Event description:
The customer would like the following run data file investigated to determine a possible cause for the higher-than-expected wbc content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6) the platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Root cause: the signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was likely a result of an escape of wbc from the lrs chamber during a portion of the procedure. Additionally, following the planned lrs clearing at roughly 70 minutes, an occlusion or air block in the collect line appears to have occurred and disrupted both the steady state of the system and the efficacy of platelet collection. It cannot be ruled out that this occlusion may have been a precursor or contributed to the escape of wbcs from the lrs chamber.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was likely a result of an escape of wbc from the lrs chamber during a portion of the procedure. Additionally, following the planned lrs clearing at roughly 70 minutes, an occlusion or air block in the collect line appears to have occurred and disrupted both the steady state of the system and the efficacy of platelet collection. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the following run data file investigated to determine a possible cause for the higher-than-expected wbc content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The platelet collection set is not available for return because it was discarded by the customer.